Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 209 mg/dl. During systems check with tandem technical support (cts) customer reported filling cartridges with cold insulin and using pump supplies beyond labeling. Cts educated the customer on cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.